Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the hcp asked if it was okay to use the sideport to send cerebrospinal fluid (csf) to rule out "guillian" barre syndrome or any spinal csf study for someone with intrathecal baclofen pump who had progressive limb paralysis. The patient had a fever so drug infusion diagnostics were done. The hcp just did a side port aspiration to collect cerebrospinal fluid (csf) for culture. They were able to get ~1.6ml total and were not able to get any more back. The catheter volume was 0.170 ml. The rep stated that it was odd and concerning. The csf should have been free flowing and continuous. The recommendation was at least 2 to 3 cc. When the hcp did refill pump, she had 3.3 ml intrathecal baclofen. There was supposed to be 3.0 ml so catheter was patent. He was a little better. The hcp was told that all team members felt that his problem could be due to "too" fast discontinuation on tapering down of pain medications after surgery. Culture did not show any infection so far. The hcp hoped the patient "get" better continuously so that he could be extubated tomorrow as they planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's identifying information was unknown. It was determined that the patient had issues because other medications were stopped abruptly. The cause of the csf not flowing freely was not determined, but upon further checking, over 1cc was fine to aspirate. The cause of the fever was nothing related to the intrathecal baclofen. The volume discrepancy occurred within a day or two from when the initial report occurred ((B)(6) 2018). There were no further complications reported at this time.